Event description:
It reported that the patient presented for routine follow up. During interrogation, the pulse generator displayed a message - data not read -. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.